Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that a screw had backed out of the cage. A revision was done to remove the migrated screw. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that based on the returned implants and images, the origin of the screw pull-out cannot be identified. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray received shows single lateral view of lumbar spine. Noted are bilateral hip replacements, pedicle screws and sextant rods at l4 and l5, augmented interbody device at l4-5 and anterior pyramid plate with contrast augmented screws at l4 and l5. Sovereign present at l5/s1 with s1 screw approximately 75% backed out.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7969212, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 7969212, 510k # k091813 was cleared in the united states.